Event description:
During an initial implant procedure, it was not possible to advance the right ventricular (rv) lead. A new rv lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual examination did not find any anomalies. The lead was inserted all the way throughout the catheter and removed without any restrictions. X-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing din did not find any indication of conductor fractures or internal shorts.